Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (15.0 mg/ml at 7.092 mg/day) and bupivacaine (10.0 mg/ml at 4.728 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient had a painful pump pocket. The patient complained of tenderness at the pump site on (B)(6) 2014. Examination from the clinician on (B)(6) 2014 revealed painful superior lateral aspect of the pump pocket site. An other surgical intervention of a pocket revision occurred on (B)(6) 2014. The outcome was noted as resolved without sequelae on (B)(6) 2014. The etiology of the event was noted as possibly related to the device or therapy and the implant procedure. No further complications were anticipated/reported.